Event description:
Surgeon reported that post-op x-rays revealed a screw is backing out from the plate, indicating that the plate's blocking mechanism may not have functioned as intended or screw may have been over-angulated. No revision surgery has occured.